Event description:
Look at report number (B)(4) submitted to dice (division of industry and consumer education). My inspire device quit working and the dr (B)(6) who implanted inspire into my body will not help or answer any questions; (dr. (B)(6) (B)(6) ) dr. (B)(6) (md and owner of (B)(6) in (B)(6)) will not help or answer my questions. (B)(6) , pa for dr. (B)(6) at (B)(6)) made this comment - I have never had this problem - I need to call (B)(6) (B)(6)) inspire - they gave me a guy name (B)(6) (direct number (B)(6)) - (B)(6) is not a dr...he is useless my problem was sent to inspire engineering team and no one from this team has contacted me...I would love for you to help me get info about my case and a phone number and name. I am running on empty...no sleep! I've already had one wreck caused by falling asleep - I was lucky no one got killed...might not get lucky next time!!!! (B)(6), (B)(6), (B)(6). Serial number: "sn (B)(6) sn (B)(6)", unique device identifier: "(B)(4) ref 4340-25cm".

Event description:
Additional information received from reporter on 11/18/2024 for report mw5152954. Please do not forward this to dice. They have been totally useless since (B)(6) 2024. I need help and need help now. The dmv has suspended my license until I get them answers from inspire or FDA. (B)(6) 2023 I had inspire implanted into my body. Approximately 5 weeks later ¿ inspire quit working. The only thing inspire has told me is I have an impedance. Inspire¿s testing lead to injury to my body. It also caused an automobile accident due to me falling asleep behind the wheel (while testing would not let me wear my mask. Inspire after failing to find cause of quit working scheduled revision surgery on (B)(6) 2024 in (B)(6). Dr. (B)(6) removed two components and replaced them. The 2 removed components were supposed to be sent to an independent lab. Please find my parts and get me and dmv answers. Starting tomorrow. I am a 64-year-old widow, no kids, and no license period. (B)(6).